Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross a previously implanted stent. During removal, the new stent was damaged as it was hanging on the implanted stent. The procedure was completed. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a 3.00 x 38mm synergy ii stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of damage. Stent struts at the distal end of the stent were lifted and pulled distally, extending beyond the distal tip. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The target lesion was located in a coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross a previously implanted stent. During removal, the new stent was damaged as it was hanging on the implanted stent. The procedure was completed. No patient complications were reported and the patient status was stable.